Event description:
It was reported a patient's pacemaker presented with excessive battery discharge. The device was explanted in a procedure on (B)(6) 2024. Post-procedure the patient status was unknown.